Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that an error message occurred during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure. After approximately two minutes of aspiration, an error message was generated and the pump stopped working. The catheter was removed from the patient and an attempt was made to resolve the error, but this was not successful. The case was abandoned and the patient was sent to open surgery as the physician did not want to attempt another catheter. The patient is in stable condition.